Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: online review.

Event description:
Customer claiming 5 false negative sars results (3 for kids and 2 for adult relative). Customer states that 3 results were negative but were positive using the same test 1-2 days later. No information on the 2 results for adult relative were given. Further contact with the customer is not possible. Report 3 of 5.